Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the cuff was inflated to 25 mbar using a calibrated endotest meter. The cuff would not stay inflated. The sample was then immersed in water and bubbles were observed coming from the cuff. The area of leakage was identified and examined under magnification. A hole was observed in the cuff. A 100% leakage inspection is performed at the manufacturing facility; therefore, a defect of this type would be detected prior to release. As the failure was triggered during use, it was determined that the issue was most likely generated by the end user.

Event description:
Customer complaint alleges that the device "would not stay inflated. The product was removed and another product was used." Alleged defect detected during use. It was reported there was no injury or compromise to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the device "would not stay inflated. The product was removed and another product was used." Alleged defect detected during use. It was reported there was no injury or compromise to the patient. Patient condition reported as "fine".